Event description:
It was reported in a literature publication that a patient underwent a transforaminal lumber interbody fusion with rhbmp-2/acs. The patient presented at 6-month follow up with persistent back pain. Sagittal CT images show marked cystic resorption along the endplates that extends into the endplates. Clinical findings and laboratory values supported a diagnosis of bmp-induced osteolysis. Biopsy was performed, and cultures were negative.

Manufacturer narrative:
Literature article citation: murtagh et al. New techniques in lumbar spinal instrumentation: what the radiologist needs to know. Radiology 2011; vol 260: number 2. (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.